Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was visual inspected internal and external, no issues were identified. The instrument passed the grip test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument adhered excessively to tissue, resulting in unspecified injuries. Although there was a delay of less than 15 minutes, the procedure was completed as planned. The following information is unknown: the source and type of injuries sustained by the patient, the cause of the injuries, and what medical intervention (if any) was rendered due to the complications. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.